Manufacturer narrative:
The device was returned and the evaluation found the following: a non-designated olympus lamp (tprc) is blinking and continue to stay on after it has been switch off; the main lamp choke works perfectly; the light connector gasket too loose and emergency light was okay. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, the light source the, transient receptor potential channel (tprc) lamp is blinking and continues to stay on after it has been switch off. The issue occurred during the preparation for use. There were no reports of patient harm.

Event description:
It was observed during the device inspection, that the xenon light source exhibited a non-designated olympus lamp (tprc) is blinking and continue to stay on after it has been switched off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, d8, e1, e2, e3, g2, g3 (correction to g3 of the initial medwatch. The aware date should be 05mar2024.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lamp continue to stay on after it has been switched off due to effect of use of non-designated olympus lamp. For cause of failure, it was thought that the phenomena were caused by use of lamp other than recommended. Olympus will continue to monitor field performance for this device.